Event description:
Customer reports that he can change the unit of measure on his locked freestyle meter. No death or serious injury was reported.

Manufacturer narrative:
Follow up report will be submitted after an investigation is completed.